Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. Customer's blood glucose level was 130 mg/dl at the time of incident. The customer stated that they did not try different cannula lengths. Customer stated the tubing is not bent or kinked. Advised the insulin pump will need to be replaced. Advised to revert to backup plan per health care provider instructions. The insulin pump will be returned for analysis.